Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/14/2015 with the following results: the battery compartment is cracked above and below the bumper pad. No damage found to returned battery cap, it is able to carefully attach to the pump. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap; no alarms occurred during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged there was a crack in the battery compartment, and that the patient had a blood glucose over 400 mg/dl with large ketones and extreme thirst. The patient received no unusual treatment. The reporter has lost confidence in the pump and the patient has discontinued pump therapy. This complaint is being reported as the patient experienced hyperglycemia related to the damaged pump.